Event description:
According to the rptr: the shears got very hot during use and was necessary to cool it with water. The device handle broke and the plastic tip also fell off and was retrieved. No further pt impact was reported.

Manufacturer narrative:
MDR initial report submitted: 11/25/2008.